Manufacturer narrative:
The mg2 reagent lot number and expiration date were not provided. The field service engineer found leakage in the rinsing station. He replaced the cell rinse tube and adjusted the water level of the rinsing station. The rinsing station was performing within specifications. The root cause was consistent with a maintenance issue. The service actions (replacing the cells and adjusting the water level of the rinsing station) resolved the issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with magnesium gen.2 (mg2) assay on a cobas 8000 cobas c701 module. Sample 1: initial result: 1.64 mmol/l. Repeat result: 1.00 mmol/l. Sample 2: initial result: 1.67 mmol/l. Repeat result: 0.81 mmol/l. The customer questioned the initial results and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.